Manufacturer narrative:
Additional information: the reported events of oversensing, inappropriate high voltage output and atp therapy were not confirmed. As received, a partial lead was returned in one piece. Visual inspection of the lead found damages consistent with procedural damage. Electrical testing found internal shorting due to procedural damage at the cut end of the lead.

Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead resulting in inappropriate high voltage defibrillation therapy and atp therapy. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.